Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported their controller was acting up. It was reported that the MRI mode was on and goes on itself without them doing anything. Patient reported that the programs change automatically from b to a and there have been a few days in a row the unit has shut itself off. Patient reported this all started ¿when they first got this.¿ the controller reportedly would say finished when it was not 100% (it would say it was 50-60%). It was reported that they could not increase the settings as it stated settings not available. No further complications reported/anticipated.

Manufacturer narrative:
Analysis of the controller (B)(4) found no anomalies. The controller passed all bench tests and was ran through debug mode with no failures. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported that it would randomly switch to "stimulation off" without the patient using the controller. The rep interrogated the ins and performed reprogramming. It was unknown what factors may have led to the issue and it was noted that the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the battery at times randomly shut off or the patient controller would notify her that it goes into MRI mode. Patient reported that these events happened randomly. Patient reported that she was not always doing activities when it happened but it could occur at rest throughout the day. Patient reported that this did not happen every day. The manufacturer's representative (rep) met with the patient today, (B)(6) to do reprogramming. The patient's device reached oor (out of regulation) at times when the intensity was increased. One of her electrodes had a high impedance. The reprogramming session was completed to avoid using that contact. After reprogramming, the rep ensured the patient could connect to her battery and increase/decrease intensity without getting an oor message. Rep to follow-up with the patient next week. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that at the original appointment on 8/31 the high impedance was found on one of the patient's contacts. The physician was at the bedside when the patient's neurostimulator (ins) was interrogated. The patient's doctor was aware of the problem and how representative planned to fix it. The rep reprogrammed around the high impendence. The rep followed up with the patient on thursday 9/6. The patient reported that her new programming was working much better. Patient did not report that she was having issues with her controller any more. The patient did complain about her charging frequency. Rep has a meeting set up with the patient on thursday 9/13 to interrogate her battery and possibly reprogram the patient to prevent frequent recharging.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the representative. They reported that the cause of the stimulation randomly switching off was unknown, and there were no actions taken at this time to resolve the issue. They also stated that the issue was not resolved at this time. No further complications were reported.